Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025, a trainer reported that an ilet device did not charge out of the box during training. A replacement pump was arranged. Blood glucose was not affected. No medical intervention was required.